Manufacturer narrative:
The reported failure of internal battery cannot be detected is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery cannot be detected was observed. The device's internal battery pack was replaced to address the issue. The root cause was confirmed. Additionally, the device's inlet filter and muffler were replaced due to the 4-year pm assessment requirements. The unit passed final test.